Manufacturer narrative:
The immediate action taken was to replace all older style pendants with newly designed pendants for all devices in the facility. Earlier reports from this facility indicate that the pendants were being drug on the ground which could damage the pendant and cause a malfunction. The date of the incident is unk and documented as the date that the sales rep was informed of the incident. (B)(6) did not provide the specific date of the incident. (B)(6). Has designed a new pendant which was released in may of 2013. The new pendant is considerably more durable than the older style pendants. The new pendant has been in production for 17 months and a total of approx (B)(4) pendants are currently in the field. There have been no reports of the new pendant causing the device to move on its own.

Event description:
(B)(6) contacted her tmm sales rep (B)(4) stating that during an eye procedure, the tmm5 stretcher-chair started moving down on its own. (B)(6) did not indicate if the movement was in the back section or the column of the chair. (B)(6) is concerned that the other pendants on the other chairs in the facility will malfunction in the same manner injuring a patient. (B)(6) was asked for details about the patient and the incident but this info was not documented by the facility at the time of the incident. (B)(6) could not provide any other info other than the chair moved down on its own during the procedure with the pendant hanging or laying on the chair.